Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the suture was placed continuous on skin. The suture was not tied. Two tissue passes had occurred before suture breakage. In relation to the needle, the approximate location of suture breakage was 6 inches. The suture did break in two pieces. There were no patient consequences were reported.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 05/18/2020.. Corrected information: d3, g1, g2. Additional information: d10. An empty opened foil, an empty labeled winding former, a used needle-suture piece and a suture piece of product were received for analysis. During the visual inspection of the needle-suture piece, the swage and attachment area were noted to be as expected; however, marks could be observed on the body needle which appear to be by the use of surgical instrument. The suture piece was examined, and the end wasn't broken, its cut appears to be from use of surgical instrument. Due to the condition of the sample the functional test can¿t be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the opened sample, the assignable cause of performance breakage suture is suggested to be from improper handling.